Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level ranging from 50-90 mg/dl; cause was not known. Customer consumed glucose tablets, glucose drops and apple juice to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Additionally, it was reported that a cartridge alarm 20 occurred during the load sequence with multiple cartridges. The customer reverted to manual injections for insulin therapy.